Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all keys in the keyboard were not working. The field service engineer (fse) dialed into the station, updated the keyboard drivers and had the customer perform a test. The fse checked the software for any irregularities, but none were found. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keys in the keyboard were not responding. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.